Event description:
Devices explanted due to suspected failure and sent to biomed. Patient had a total hip replacement with a big femoral head metal-on-metal bearing surface six years ago. In the immediate post-operative period, he fell and sustained a fracture of his left femur around the prosthesis. Ultimately, the patient went on to have a revision procedure in which a new femoral stem was placed again with a metal-on-metal articulation. Over the years he has had continued discomfort in his hips. Several aspirations have led to the withdrawal of significant yellow fluid. He has had one arthroscopy of his hip, which demonstrated again this yellow fluid. Over the years because of his increased pain, and because the pain has been suggestive of a chronic joint distention with fluid, we have offered him an operation to remove the metal-on-metal articulation on the chance that he may be sensitive to alval (aseptic lymphocytic vasculitis-associated lesions) products from the metal-on-metal articulation.